Event description:
It was reported that the patient¿s remote monitoring transmission was unsuccessful and a possible power on reset (por) for the implanted device was reported. The clinic was informed that the patient would need to come into the clinic to be interrogated. The clinic was contacted and the clinic confirmed that the patient had been notified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).